Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be confirmed. The investigation is ongoing, and a follow-up report will be submitted upon completion of the investigation. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 15-feb-2026 and forwarded to millyard advanced medical products, llc, on 16-feb-2026. The user reported going to the emergency room for prolonged hyperglycemia. As of on (B)(6) 2026, the user remains ongoing on the twiist automated insulin delivery system.